Event description:
It was reported that the user went to sleep without reconnecting to the ilet system and awoke with significantly elevated blood glucose readings around 400 mg/dl. Upon reconnecting the infusion set, subsequent fingersticks showed gradual improvement while the user hydrated and monitored. Symptoms included hyperglycemia, headache, nausea, vomiting, and increased urination. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.